Event description:
It was reported that a stent was placed in a pt for treatment in 2003. The procedure was successful. Four months later when the pt returned due to severe coughing, the doctor performed a bronchoscopy procedure for diagnosis and found that two stent wires were broken, and the stent was still intact in the trachea.